Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, upon removal of the plunger, the suture was not attached. A guide wire was reinserted and the device was removed. Another proglide device was inserted into the anatomy. The sutures were successfully deployed and the knot delivered; however, hemostasis was not satisfactory. A sheath was reinserted and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The reported observation of the suture not achieving hemostasis can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the device is visually inspected and each device lot is functionally tested for suture deployment as part of lot acceptance. The reported lot met the lot acceptance specifications. The proglide instructions for use (IFU) provides the optimum procedure to ensure successful delivery of the suture. The user was reportedly trained in the use of the proglide device and the suture was delivered; therefore, there is no reported information to indicate a user influence. Anatomical conditions such as calcification and scarring can interfere with the deployment process. The vessel condition was reported to have no calcification or tortuosity present. There was no reported information to indicate an anatomical influence on the reported experience. The evaluation could not conclude a manufacturing, user technique or anatomical condition influence to the reported experience; therefore, the cause of not achieving hemostasis cannot be determined by the information provided. A review of the finished device lot history records concluded the in-process (B)(4) of this lot were within the expected ranges, which is an indication that there was no adverse quality or manufacturing trend associated with the manufacture of this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.